Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the patient went to charge his implantable neurostimulator (ins), the info power on reset (por) message appeared on the implantable neurostimulator recharger (insr) and the therapy stopped. The patient noted that he last charged the ins 2 to 3 days prior to the report but normally charges every night. The patient did not have any recent medical test or emi environmental exposure. Steps to clear the por with the patient programmer (pp) were reviewed and the message was successfully cleared. The patient was able to turn the therapy back on; the amplitude was at the upper limit 10.v, the therapy was adequate and ins charge was full. There were no further complications reported or anticipated.